Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing separated from the cartridge. Customer's blood glucose level was 110 mg/dl. Reportedly, a new cartridge was loaded to address the issue.